Event description:
Thirty-two days post index procedure, another percutaneous coronary intervention was conducted because of stable angina pectoris. The proximal right coronary artery had 80 focal restenosis. An angiography was also done and thrombus was noted in the proximal right coronary artery was well. The restenosis was treated with a 3.0 x 13mm cypher select plus stent. Post-dilation was conducted with a 4.0mm non-compliant balloon at 18atms. A new lesion was also noted in the mid circumflex. That lesion was treated with a 3.8 x 18mm medtronic stent. The pt was admitted for stable angina pectoris. The pt had a target lesion in the proximal right coronary artery. The lesion was type b2, de novo, eccentric, heavily calcified and ostial. The lesion was 5mm in length and had a vessel diameter of 3mm. The pt had 60% stenosis pre procedure and 0% post procedure. On march 22, 2007, the pt had a 3.0 x 8mm cypher select plus stent implanted at 14atms.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a female with a history of smoking, hyperlipidemia, diabetes, myocardial infraction and congestive heart failure. This pt's history places her at increased risk of mace. The indication for admission to hospital was stable angina. A coronary arteriogram revealed a 5mm, de novo, eccentric and heavily calcified, type b2 lesion in the proximal right coronary artery (rca) at the ostium producing a 60% stenosis. According to the IFU, cypher select plus is indicated for use in discrete lesions. This was treated by direct stenting with a 3.0 x 8mm cypher select plus stent at 14 atm. Followed by post-dilation. Intravascular ultrasound was not carried out. Pre-procedural medications included asa and plavix while heparin was given during the procedure. Post-procedural medications were asa, plavix and an oral vitamin k antagonist. No gpiib/iiia inhibitors were given and measurement of act values was not specified. The pt underwent a repeat coronary angiography thirty-two days after the index procedure due to stable angina. This revealed an 80% focal restenosis of the cypher stent in the rca. It was also noted a thrombus was observed in the right coronary artery; however, more specific information was not provided. Treatment included implantation of a 3.0 x 13mm cypher select plus stent by direct stenting at 15 atm. Followed by post-dilation. Timi flow following the procedure was 3. A new lesion was noted in the mid circumflex artery and was treated with a medtronic stent. The involved stent remains implanted in the pt and thus not available for evaluation. A device history records review was conducted and found the product met quality requirements for product acceptance. Based upon the information provided, it is possible to conclusively determine the cause of the events; however, there are pt and lesion factors that may have contributed to it. There is no clear indication this event was design or manufacturing related.